Manufacturer narrative:
Investigation is ongoing.

Event description:
As learned through edwards implant patient registry, a 23mm sapien 3 aortic valve implanted for 4 years and 1 month was explanted due to unknown reason. A 23mm inspiris resilia surgical valve was implanted in replacement. Per medical records, the patient underwent transcatheter valve explant, implant of a 23mm inspiris resilia valve, laa explant, and maze procedure. The transcatheter valve was found with the noncoronary leaflet thrombosed and an area of perforation. There was a lot of in-growth in the frame and edges of the valve and leaflets.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation. The complaint for valve leaflet tear was confirmed based on medical report. A review of the device history record, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, structural valve deterioration (leaflet tear) and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Per medical report, the patient had hyperlipidemia, which is a known factor that may increase the risk of valve calcification/degeneration. Tissue calcification is a known factor that can cause leaflet thickened/tear over time. In addition, the leaflet thrombosed, torn leaflet "leaflet perforation", in growth (pannus/host tissues) appeared to be observed after the valve was explanted. Therefore, the leaflet tear can also be caused by the explant handling. However, without the actual device for evaluation, the exact mechanism of the tear remains unknown. Due to unavailability of relevant imagery and returned device, a definitive root cause of the leaflet tear is unable to be determined at this time. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Based on the available information, a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure mode and adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.